Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a myomectomy procedure, it was reported that during the beginning stages of the procedure the device blade broke off while inside the patient. It was observed that the jaws were opened and the instrument was being activated at the time the blade broke. It was also observed that the surgeon was putting a "good amount of force" on the blade while in use. The broken portion of the blade was found without the use of an x-ray machine. Another device used to complete the procedure. There were no adverse consequences for the patient..

Manufacturer narrative:
(B)(4). Batch # m92113. The device was returned with the blade tip broken off and returned. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.